Manufacturer narrative:
On (B)(6) 2017: the customer reported additional occlusion alarms. The customer's bg level was not impacted and they were able to resumed insulin deliveries each time. The customer alleged there was an underlying pump issue. The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the customer would fill the cartridges with over 300 units of insulin, and received a fill estimate lower than expected. Recommendation was made to not fill the cartridge with more than 300 units as this is off label. Additionally, it was reported that the customer received multiple occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. There was no known impact to the customer's blood glucose (bg) level. During a follow-up, the customer stated that for the past occlusion alarms they would resume insulin deliveries and no additional occlusion alarms would be received for multiple days. The customer was not following the proper air removal step when loading cartridges.